Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The lens and plunger have been advanced to mid-nozzle. The plunger, lens and haptic positions are acceptable. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. The root cause for the reported plunger issue could not be determined. No problems are observed with the returned device. The plunger, lens and haptic positions are acceptable. There is no evidence of a plunger over/under ride. Top coat dye stain testing was conducted with acceptable results. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative has reported that an intraocular lens (iol) had a plunger issue. Additional data was received that indicated that the plunger did not advance smoothly. Additional information was requested.